Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump kept alarming no delivery and it takes a long time to rewind. Customer stated the other day it took about three minutes for it rewind. He also has experienced constant low blood glucose episodes, which he's been working with his to doctor on the matter. His doctor performed troubleshooting on the device. The customer was advised troubleshooting will need to be performed prior to replacing the device. Customer then stated the ambulance had been at his house and then he finished the call abruptly. The customer is not returning the device for analysis.